Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml baclofen at 70mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the rep attempted to update the pump after a new pump was implanted and got a pump memory error. The rep thought that the programmer stated the pump was stopped. The rep reported that the patient was on their way to the recovery area. The situation was not resolved. No symptoms were reported. It was reported that the pump was replaced due to elective replacement indicator (eri). No further complications were anticipated/reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 8840 (B)(6) product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. The serial number of the device was provided. No further complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that another attempt to update the pump post-operative was successful. The cause of the pump memory error was not determined. The issue was noted as being resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software. (B)(4). If information is provided in the future, a supplemental report will be issued.